Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a severely scratched lcd window, a cracked belt clip slot and a cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a scratched screen that could not be read. Customer estimates that it has been 6 months since the problem began. Customer stated that the damage was wear and tear. Customer reported that the damage is on the lcd screen. There is a haze on the screen with scratches and it has to be viewed in good light in order for them to see the screen. Insulin pump will need to be replaced. No additional information provided.